Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the ccd camera. This system recently had the interconnect cable and high voltage cable replaced. The leno receptacle was inspected and found to be in good condition, with no bent pins. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system intermittently would display dark image with maximum technique.